Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) exhibited gradual increase in pacing impedances on this right ventricular (rv) channel. Upon review, there was a gradual rise in impedances and currently measuring at 2078 ohms. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).